Event description:
The customer reported the subject device was displaying a blurry image. The reported issue occurred while preparing the subject device for use, prior to an unspecified procedure. The intended procedure was completed using another device. There was no procedure delay. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation of the device (coating peeling off).

Manufacturer narrative:
During inspection and testing, the reported issue (blurry image) was not confirmed or duplicated. In addition, service found the connecting tube was corrugated, an electrical contact of the ultrasound connector was corroded, the universal cord was dented, there was a leakage due to a dented distal end, the electrical connector was corroded, and there was a black dot on the displayed image due to a broken charge-coupled device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. The event can be detected by following the instructions for use which state: "holding the insertion section gently with one hand, carefully run your fingertips over the entire length of the insertion section in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion section is not abnormally stiff." Olympus will continue to monitor field performance for this device.